Event description:
Pt orally intubated. Admitted to hosp, where cuff pressures were checked q 4 hrs. Pressures ranged 16-18 minhg. Fi02 average was 30%. Balloon ruptured 8/1/96 at 10:45. Pt reintubated.